Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a demonstration of the catheter, the balloon burst inside of a mannequin. No patient involvement.

Manufacturer narrative:
Received 4 opened/pre-tested silicone catheters with the drainage bag still attached. The reported event was confirmed as cause unknown. Per the visual evaluation of all four samples returned, it was noted that the balloon had a rupture/burst. No pieces were found missing. Per the dimensional evaluation, the active length was measured and results were as follows: sample #1: short side= 0.7050¿, long side=0.7250¿ (per specification the active length is 0.6¿ to 0.9¿). Sample #2: short side= 0.7870¿, long side=0.8020¿ (per specification the active length is 0.6¿ to 0.9¿). Sample #3: short side= 0.7215¿, long side=0.7370¿ (per specification the active length is 0.6¿ to 0.9¿). Sample #4: short side= 0.7345¿, long side=0.7465¿ (per specification the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification on all four (4) samples returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc)." (B)(4).

Event description:
It was reported that during a demonstration of the catheter, the balloon burst inside of a mannequin. No patient involvement.